Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 500 mg/dl. Customer treated with a manual injection. Customer performed a 5.0u fixed prime and the insulin did exit. Customer stated that the cannula was not bent. There was blood at site on the needle. Customer was advised that the alarm may have been due to the bent cannula. Customer was advised to return the set for analysis and change out the entire infusion set. No additional information provided.